Manufacturer narrative:
The device was not returned for investigation. From the complainant report a manta 14f device was used to close a left axillary artery following an impella procedure. The manta device is not indicated for closure for access site locations not in the femoral artery. The IFU warns do not use if sheath insertion is in a vessel other than the femoral artery. Additionally, the IFU states that the 14f manta vascular closure device is indicated for access sites in the femoral artery following the use of 10-14f devices or sheaths as described. The proctor reported a shallow angle was used to deploy the manta device. The risk of access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention have been identified as adverse events related to the deployment of vascular closure devices in the IFU. Based on the information reviewed there has been no quality product issues with respect to manufacturing, design or labeling.

Manufacturer narrative:
The physician chose to use manta to close an axillary artery. The us IFU states, the manta vascular closure device is indicated for closure of femoral arterial access sites while reducing time to hemostasis following the use of 10-20f devices or sheaths (12-25f od) in endovascular catheterization procedures. In addition the IFU states that manta should be held at a 45 degree angle while being deployed. An investigation has been opened to review device history record, risk documentation, and case imaging.

Event description:
On (B)(6) 2019 a physician chose to use a manta 14f vascular closure device to close a left axillary artery access site that was used for access in an impella case at henry ford hospital. The teleflex proctor reported that the physician was made aware that an axillary access is not an indicated use of the device per IFU. It was also reported that the user deployed manta 14f at too shallow of an angle, not the 45 degrees recommended in the IFU. There was bleeding at the access site following closure. A balloon was advanced from the left femoral access site. Multiple balloon inflations were used to attempt to induce hemostasis. A covered stent was advanced from the left femoral site and was placed at the axillary access site which resulted in hemostasis.